Manufacturer narrative:
Date received by manufacturer: 01nov2019. Report date: 04nov2019. The manufacturer¿s international service technician could not duplicate the reported oxygen concentration issue. The oxygen concentration test was performed and was confirmed that the measured value was within the allowable range. The customer request us to cancel the repair; the device was returned unrepaired. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported the oxygen concentration had an error. There was no patient involvement.